Event description:
Per the clinic, the patient experienced a cellulitis following an MRI. Subsequently, the patient was treated with 2 weeks course of topical antibiotics (specific date not reported) as well as oral and IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.